Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported receiving a message 'hi' (reading greater than 500 mg/dl) while wearing an adc freestyle libre sensor compared to an unspecified reading obtained on a competitor brand device. Customer experienced symptoms of hypoglycemia and a loss of consciousness and was seen at a hospital where a laboratory glucose result of 67 mg/dl was obtained. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a message 'hi' (reading greater than 500 mg/dl) while wearing an adc freestyle libre sensor compared to an unspecified reading obtained on a competitor brand device. Customer experienced symptoms of hypoglycemia and a loss of consciousness and was seen at a hospital where a laboratory glucose result of 67 mg/dl was obtained. Customer was diagnosed with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent impairment associated with this event.